Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard winged IV catheter was provided for investigation. The threaded end of the blue adapter was damaged, which would allow air to enter at the connection with a syringe. The damaged observed on the adapter appeared to be consistent with damage from the assembly equipment. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged air during blood draw and hub (wing) is broken. The following information was provided by the initial reporter: it was reported that an insight was placed in the right upper limb and blood was collected. When blood was collected, air was found to have been mixed in the syringe, and the break was discovered, so the needle was removed. Part of the wing was broken.